Event description:
As reported to coloplast, though not verified, patient implanted with tension free suburethral sling on (B)(6) 2009. Later patient experienced pain, dyspareunia, and worsening of incontinence.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.